Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption of this device has been increasing in a gradual fashion consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. The pacemaker remains in service and no adverse patient effects were reported.